Manufacturer narrative:
The insulin pump had an unresponsive act button due to a flattened dome switch. The insulin pump was received with a missing end cap sticker, minor scratches on the display window, a broken reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads. The operating currents could not be tested due to the unresponsive buttons.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that all buttons were unresponsive. Customer's blood glucose was 220 mg/dl. Customer reported that insulin pump was dropped into water a year prior. Customer also reported of receiving a battery out limit alarm. After troubleshooting, customer was advised that insulin pump would need to be replace.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.